Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
At the time of the call, customer's blood glucose is 60 mg/dl. The call was passed to a nurse for giving assistance. The nurse instructed her to disconnect from pump; glucose level normalizes. The patient suspects the pump does not deliver the insulin accurately. No adverse event alleged. A request was made for the return of the device.